Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturing date and UDI number.

Event description:
A customer in france reported that on (B)(6)2024 they had a slide of biopsy stained with estrogen receptor (ER) on the omnis instrument and the result was negative. In (B)(6) 2025, the customer received the operation block of the same patient and again stained it with ER, this result was positive. They re-stained the december sample, and the result was positive indicating that the first result was a false negative. Images of the stains, from the december staining, were provided for both controls and patient samples. The positive control slide was confirmed by agilent pathologists as being insufficient with little to no staining. The new images from february for both controls and patient samples were very strong positive staining of the tumor cells. The original december sample was stained with a different reagent lot number and different instrument serial number. The agilent customer application specialist (cas) working with the customer notes the issue was related to a failure of the dynamic gap lid (dgl) of the omnis instrument. The log files from the (B)(6) run showed the affected slide was processed on a dgl that was found to have components separated from the dgl in a later complaint on 30-dec-2025. New dgls were provided to the customer on (B)(6) 2025. According to the customer's pathologist, the slide should not have been processed and it's unknown why it was used. The treatment decision was made by the customer's oncologist based on the complete clinical case and not just the faulty (B)(6) results. It was confirmed that no treatment was given prior to the patient's surgery. According to agilent pathologists the patient would've most likely been given hormonal therapy as part of their treatment due to the very strong positive staining of (B)(6) 2025. Since the december results showed negative, it's possible these results factored into the oncologist's decision to not provide hormonal therapy. The customer has conducted an internal investigation and confirmed that no other patients received an incorrect diagnosis. Additionally, it has been verified that the affected patient did not experience any impairments or injuries associated to the false negative result.